Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer's blood glucose value was 253 mg/dl. Customer stated that the battery died and display a white screen and alarming. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.